Manufacturer narrative:
The returned product was evaluated and the investigation found a leak coming from the hole in the exposed portion of the soft cannula. Cause of hole could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 145185caw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported her daughter's blood glucose reached 14 mmol/l (252 mg/dl) after wearing the pod for longer than 48 hours. The pod the pod generated a hazard alarm while the patient was at school.